Event description:
On (B)(6) 2016, the lead was explanted and replaced. The patient was in stable condition post operation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Fluoroscopic images were performed and revealed the right ventricular lead exhibited insulation anomaly. No intervention was performed. The patient was in stable condition.